Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that when pre-flushing the catheter, the catheter placement operator found that the midpoint of the part ranging from 44cm to 45 cm leaked liquid, affecting the proper use. A new catheter was unpacked and placed in this patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a leak was confirmed. The product returned for evaluation was one opened 4fr sl groshong kit. Functional testing of the catheter found that a leak was present between the 44cm and 45cm depth markers. Microscopic inspection of the leaking area found that two small tears were present in close proximity to each other. The edges of the tear appeared to round in towards the interior of the catheter tubing, suggesting that something had either punctured the catheter wall from the exterior or something had internally dragged and pulled against catheter wall. The catheter tubing was bisected to inspect the inner wall for evidence of stylet damage or any other internal damage. However, no damage to the inner wall, other than the tears previously identified, was observed. Insufficient evidence was found to conclusively determine the root cause.

Event description:
It was reported that when pre-flushing the catheter, the catheter placement operator found that the midpoint of the part ranging from 44cm to 45 cm leaked liquid, affecting the proper use. A new catheter was unpacked and placed in this patient. No other information was provided.